Event description:
(B)(4). Anxiety, depression, vitamin d deficient, hair loss, weight gain, bloating, skin irritations, constipation, migraines, dizziness, lightheadedness, cramping, endometriosis, night sweats, painful periods, long menstrual cycles, urgent/frequent urination, breast pain, abdominal spasms/twitching/fluttering, joint pain, pelvic pain, nausea, gas, metallic taste in mouth, heartburn (do not have gall bladder), bowel issues, tingling sensations, numbness, brain shocks, brain fog, cloudiness, mood swings, stroke like symptoms, ringing in ears, bruising easily, hypoglycemia, acne, new hair growth in new areas, sleep problems.